Event description:
The customer reported non-numeric vote-outs or aperture alerts on all parameters involving the coulter act diff 12 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and the customer adjusted the hemoglobin voltage; system startup passed. The customer also noted one drop of diluent leaked from the probe at the aspiration position. The customer removed the probe wipe block and cleaned it with household bleach and water, then reinstalled. The instrument started normally with no diluent leak but continued to get vote-outs on red blood cell (rbc). The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe dripped following startup cycle. The fse replaced solenoid valves vl8, vl10 and replaced the rinse block to resolve the leak issue. The fse also replaced a leaking sample syringe (due to salt buildup on the syringe housing) and the diluent filters. And performed clog detection procedure. Incidental to the drip issue, the fse observed red blood cell (rbc) aperture alerts (non-numeric x flags) on the first quality control (qc) analysis and replaced the rbc aperture and resolved the issue. No further aperture alerts were noted on subsequent qc analysis. Service activity performed was verified and met the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Aperture. (B)(4).